Manufacturer narrative:
Manufacturer reference number: (B)(4). The device has been returned to the manufacturer and is pending evaluation. A final report will be submitted once the evaluation has been completed.

Event description:
On (B)(6) 2026, a 79 year old male patient underwent a thrombectomy procedure using the artix system of devices. During the procedure, a metal ring separated from the catheter and wrapped around the device. This was found after the device was removed from the patient. A second device was used to complete the procedure.